Event description:
It was reported a patient experienced peritonitis manifested as abdominal pain coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the event. The patient began treatment with vancomycin intraperitoneally (ip) (4 doses of 2grams each, twice a week) for peritonitis. After being hospitalized for four days, the patient was discharged and recovered from the event. The patient was retrained on aseptic technique. No additional information is available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review will be performed on the potentially associated lot numbers. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers h13b19076 and h13d26044 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.